Event description:
According to the reporter, the patient had a recent emergency tracheostomy change due to malfunction. Patient was noted with no return tidal volumes on the ventilator, rcp attempted to re-inflate the pilot balloon but was unsuccessful. Emergency tube replacement was performed. The patient was changed from a size 10 tube to a xlt8. Tracheostomy tube was kept and was submerged in the water. The pilot balloon had a noticeable air bubbles.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.